Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the heart lung machina. The issue occurred in united states. Livanova field service engineer was dispatched to customer facility, checked the device and confirmed the event. The pump head has been replaced and functional verification test has been performed. Device was sent back to customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the c5 hlm showed the error motor control failure (error code 442) during procedure. There was no patient injury.